Event description:
The physician was attempted to advance an endeavor resolute rx stent to lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on return to manufacturing facility it was noted that the stent was deformed. No clinical sequelae were reported. Evaluation summary: the stent was positioned correctly as per specification; multiple stent struts were damaged and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Results: inherent risk of procedure - (failure to deliver stent and stent deformation), patient's condition affected effectiveness of device (severe calcification). Conclusions: device failure/lack of effectiveness related to patient condition (severe calcification).